Event description:
Made other conditions worse; allergan textured gummy bear natrelle 290cc implants. Augmentation surgery 2014. Anxiety chronic fatigue, chronic dry eye, joint pain, heart palpitations, diverticulitis, multiple concussions, chronic congestion, dry skin, brain fog, memory, can't find words I'm wanting to say, surgeries- 2016 36" left hemicolectomy, 2016 attached colon to spine, obstruction, lyses of adhesions, 2016 9" small intestine resection, 2016 lyses of adhesion, 2017 right labral tear (no reason for it to have torn); 2017 lyses of adhesions, 2019 uterine hydro ablation, 2019 nasal repair. 26 medications and supplements, 8 specialists-cardiologist endocrinologist neurologist gastroenterologist dermatologist immunologist orthopedist ortho surgeon gastro surgeon. Since implant my health is awful. Lost my job due to health. FDA safety report ID# (B)(4).